Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv vacuum stabilizer system, st suction tube was coming off. When the hospital started to use the device, it did not vacuum at all. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for an coronary artery bypass procedure, acrobat suv vacuum stabilizer system, st suction tube was coming off. When the hospital started to use the device, it did not vacuum at all. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and traces of blood were observed. A visual inspection was conducted. Specks of blood were observed in teeth of the housing mount. Traces of blood were also observed above the tri-slot socket. No visual defects were observed. A mechanical evaluation was conducted. A suction/vacuum strength test was performed per instructions of the vacuum leak test, using calibrated vacuum regulator and pressure gauge e33465-100 and canister. The device passed the vacuum leak test. Sufficient vacuum was obtained and the baffle head was able to lift the weight. Based on the returned condition of the device and the results of the investigation, the reported failure mode "suction issue" was not confirmed.